Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 307/319 error indicating node is not present at startup on axes controller spar (acs) and axes controller, carriage (acc), confirming the fault occurred in the field. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result, these findings, failure analysis concluded that the acs pca is consistent with the reported event and is the potential root cause for this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted hemicolectomy surgical procedure, customer reported that error 307 occurred when draping to universal surgical manipulator (usm) 3 and could not be recovered with a power cycle. Technical support engineer (tse) advised performing a hard power cycle, but it still could not be recovered. Customer will check with the doctor whether to use disable arm or to modify the procedure. Customer later reported that error 319 was recovered after the second power cycle. Tse advised customer to run the usm to confirm that the error does not recur, but when she moved the arm, error 307 reoccurred. Doctor chose laparoscopic surgery. The procedure was aborted with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted pre anesthesia.